Event description:
Mom reported her son was in the ICU for 2 days due to high bgs (948 mg/dl) and ketones (4.6). He was treated with an IV drip (total of 4 bags) and potassium. He was released with a bg of 241 mg/dl. Mom wanted to verify that pdm settings were correct since this event happened with a new pdm. No product was returned for eval.

Manufacturer narrative:
Since no product was returned, we are unable to confirm any malfunction that may have caused or contributed to the pt's condition. The omnipod's user guide warns,"...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 time a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records could not be reviewed since no lot number was provided.